Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report , b5: describe event or problem, g4: date received by manufacturer , g7: type of report, follow-up number , h2: follow up type , h3: device evaluated by manufacturer, h6: event problem and evaluation codes, h10: additional narrative. A review of other complaint files and related trending data for similar incidents was performed to evaluate whether other similar complaints have been received and if data suggests any adverse trends may have contributed to the complaint root cause. Condition of the returned complaint related product was evaluated to confirm the reported product complaint. As part of each complaint investigation, the manufacturer performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, the manufacturer has concluded no manufacturing defect found.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Additional device information, lot number, expiration date and unique identifier (UDI) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that imloa004 screw fractured. Fractured part was removed from the implant. The abutment was placed on (B)(6) 2019 and removed on (B)(6) 2019.